Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, there was a hole noted to the guidewire shaft when viewed through the inflation port of the hub. A functional test was performed and a continuous flow of air was confirmed when attempting to aspirate the balloon. An attempt was made to inflate the balloon and flush media was noted to exit the guidewire port of the hub. The reported complaint was confirmed based on the leak noted to the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that, when exhausting the air, the patient failed to do it. Air could be inspired from valve continuously and the operator thought the balloon was leaked. During inspection, when attempting to inflate the balloon, flush media was noted to be leaking from the guidewire port of the hub. On inspection, a cut was noted to the guidewire lumen shaft within the flush port/lumen. Based on recent investigations in collaboration with the chinese sales and marketing team, it is most likely that this occurred through use of a needle during preparation of the device. The reported event can be confirmed based on the analysis and the event description. The reported ¿balloon leaked during preparation¿, ¿balloon failed to inflate¿ and ¿introduction of air¿ and analyzed ¿balloon catheter damaged¿, ¿balloon catheter hub leaked¿ and ¿introduction of air¿, can be assigned user error, as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during preparation the subject balloon failed to inflate due to leak and air bubbles observed in the subject balloon. After several tried the operator could not inflate the subject balloon successfully, so replaced it with another balloon to finish the procedure and continued without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during preparation the subject balloon failed to inflate due to leak and air bubbles observed in the subject balloon. After several tried the operator could not inflate the subject balloon successfully, so replaced it with another balloon to finish the procedure and continued without clinical consequences to the patient.